Event description:
The service repair tech (srt) reported that the oxygen (o2) sensor was leaking from a whole on the bottom upon receipt of the sensor. This was found during reconditioning of the electronic pt gas system (epgs). There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.